Manufacturer narrative:
A field service engineer (fse) followed-up with the customer over-the-phone to address the reported event. The fse confirmed the reported error message "2300 s.loader step feed failure" with the customer over-the-phone. The error message was reproduced when an "all set home" was performed. The fse instructed the customer to adjust the x1 pitch sensor flag to correct the issue. The customer then proceeded to run the aia-900 instrument with no further issues. No further action was required. The aia-900 instrument was performing within specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 14-may-2018 through aware date 14-jun-2019. There were no other similar events reported during the searched period. The aia-900 operator's manual under section 12, flags and error messages, states the following: 12.2 error messages and corrective action if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. [2300] s.loader step feed failure. Cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event was due to the x1 pitch sensor flag needing adjustment.

Event description:
A customer reported getting error message "2300 s.loader step feed failure" with the aia-900 instrument. The technical support specialist (tss) instructed the customer to perform an "all set home" and the pusher foot was confirmed to be active, but as soon as a run was started the error message persisted. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient results for estradiol (e2), follicle stimulating hormone (fsh), and progesterone iii (prog iii). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.